Event description:
It was reported that a pt's bridge bolus was incorrectly performed. The bridge bolus was done (B)(6) 2011. Per the reporter, she forgot to change the medication's (prialt) new concentration to 25 mcg/ml and left the old concentration (20 mcg/ml) programmed into the pump while doing the bridge. The treatment plan for the pt was for the pt to return (B)(6) 2011 or (B)(6) 2011 to correct the programming. The daily dose of prialt for the pt changed from 2.998 mcg/day at a concentration of 20 mcg/ml to 3.48 mcg/day at a concentration of 25 mcg/ml. No pt symptoms were reported. The pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).